Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the exchange is that the nail was too long for the patient. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveilance activities.

Event description:
We became aware on 3/16/2023 that a sign fin nail implanted to repair a fracture was replaced with a shorter nail. The fin nail was replaced with a 10mm x 260mm standard im nail per the sign technique manual. Surgeon comment: "she sustained fracture distal left humerus five months ago sign surgery was done in which fin nail size 8/280 was used. Nail seemed to too long to restrict elbow movement. Nail exchange was planned."